Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received a motor error alarm. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call back for troubleshooting.